Manufacturer narrative:
Device was not returned for analysis of complaint that the amount of medication delivered was 25 ml out of 100 ml. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient returned to the facility with approximately 25 ml delivered out of the expected 100 ml. Regarding the 5-fu, 46-hours infusion. There was no reported patient harm. The event occurred while in use with patient.